Manufacturer narrative:
Lot number unknown / not provided.

Event description:
Doctor indicated that during the implant surgery the iipdts driver did not disengage from the implant. Doctor was able to complete the procedure using another implant.

Event description:
Doctor indicated that during the implant surgery an unknown driver did not disengage from the implant. Doctor was able to complete the procedure using another implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). An osseotite tapered certain implant was returned with an unknown driver tip stuck in the implant drive feature. A visual inspection of the as received products identified signs of wear due to usage around the external threads and the collar of the implant. There were noticeable nicks around the driver tip shank and the o-ring. The driver tip was unable to disengage from the implant drive feature during functional testing. The alleged complaint is confirmed. No device lot number was provided for the driver so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015. Biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16. Precautions: the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The healing period varies depending on the quality of the bone at the implantation site, the tissue response to the implanted device and the surgeon¿s evaluation of the patient¿s bone density at the time of the surgical procedure. Proper occlusion should be evaluated on the implant restoration to avoid excessive force during the healing period on the implant. It is recommended that implants less than 4mm diameter not be placed in the posterior regions. Pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Note: periodic o-ring (irordr) replacement is required for the certain internal connection driver. Certain internal connection driver tips should be inspected for wear before use. A singular cause cannot be determined. The following sections have been updated: during the investigation, it was determined that the driver tip was not an iipdts. Reference number could not be provided. Device brand name is unknown device product code is unknown. Device catalog number is unknown.